Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured. The rv lead was capped and replaced. It was also reported that the patient experienced lethargy and complained of stomach pain due to the fractured lead. No further patient complications have been reported as a result of this event.